Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event, and a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported single leaflet device attachment (slda) and tissue damage could not be determined. The reported mitral regurgitation (mr) appears to be a cascading event of the reported slda. Additionally, reported mr and tissue damage are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported additional therapy / non-surgical treatment and hospitalization (required or prolonged) were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.b3: correction - date of event changed from (B)(6) 2020 to (B)(6) 2020

Event description:
Subsequent to the initially filed report, the following information was received: on 11/5/2020, the single leaflet device attachment/slda was discovered. No additional information was provided.

Manufacturer narrative:
Event date: estimated date. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, single leaflet device attachment/slda, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr). On (B)(6) 2020, one clip was successfully deployed, reducing mr to 2. Then approximately one week later, the posterior leaflet tore, indicating the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The patient remained hospitalized to undergo a second clip procedure. On (B)(6) 2020, the patient underwent a second mitraclip procedure was implanted to treat the tear and slda. One additional clips was implanted, reducing mr to 2. No additional information was provided.